Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they kept getting the message device communication lost, retry. Patient called the manufacturing representative (rep) this morning and they went through a few things back and forth and rep instructed them to change ens batteries, which patient did and saw a green light on ens, but were continuing to get device communication lost message. Patient also mentioned that they had leakage a couple days before yesterday. During the call, the patient was able to connect to the ens and saw the therapy was at 0.1 on program 1, which was different from what it was at before. Patient said the screen went back and forth between therapy settings and device communication lost and patient could not adjust therapy. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue and to have the ens battery checked. Additional information was received on 2024-aug-17 from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was unknown when the trial was initiated. The patient reported that there was an intermittent, difficult, or sporadic communication. Troubleshooting was not performed and the cause of the event was not known. Additional information was received from the manufacturer representative (rep) on 2024-aug-23. The rep stated that the trial began on (B)(6) 2024. It was reported that the patient was halfway through their trial and the ens/programmer stopped working, patient was unable to connect to the ens with the programmer. Re-trial attempted or planned. After troubleshooting, there was nothing that resolved the issue. Patient had enough success until that point so they had to cut the trial data short. During the stage 2 (implantable neurostimulator) when they connected to the lead there was impedance on all 4 electrodes). The doctor removed the lead from stage 1 (advanced evaluation), implanted new lead and connected to device. Problem resolved. The cause of the issue was not known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer's representative(rep). It was reported that the physician replaced the lead and did a full implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information for event description.